Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying repeated overheating warnings, and was slow to perform tasks. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had an overheating warning. It was indicated that the micro processor unit (mpu) was out of specification. It was also indicated that the keyboard required repair and the electrocardiogram (ECG) connector was loose. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.